Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error message occurred. Blood glucose (bg) level was in the 300 mg/dl range. A new cartridge was successfully loaded to address the event.